Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported a blood glucose value of 318 mg/dl, and the current blood glucose value was 387 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection/insulin pen, as well as self-treatment of a severe glycemic excursion. The customer had blood glucose levels that remained high for more than four hours. The event involved product(s) unk_reservoir, mmt-1884, and mmt-242a. Troubleshooting was performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the pump error, and the customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. No product return is required for unk_reservoir, and mmt-242a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the self test, sleep current measurement and active current measurement. However, pump error 38 alarm during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 43 alarm. Successfully downloaded history files and traces using thump and carelink. In further analysis of the pump history found multiple pump error 43 alarm on (B)(6) 2026 from 09:10:10.000 until 19:36:24.000, pump error 130 alarm on (B)(6) 2026 at 09:10:14.000, multiple pump error 37 alarm on (B)(6) 2026 from 19:40:23.000 until 19:57:14.000 and pump error 38 alarm on (B)(6) 2026 at 20:00:50.000 and 20:04:20.000. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs. Pump error 38 alarm during the rewind test and in the pump history, pump error 130, 43 and 38 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.